Event description:
Device 3 of 4. Reference MFR reports: 1627487-2010-02967, 1627487-2010-02966 and 1627487-2010-02969. The pt rec'd an scs system, including an ipg, a surgical lead and two anchors. Five weeks post operative, the pt reported pain in her groin area and redness and warmth at the ipg implant site. Examination of the pt's system found the pt had developed an infection. A review of the pt's record found, the pt left the facility the same day as the implant, against the physician's medical advice. Additionally, the physician had recorded improper wound care and non-compliance by the pt. The pt was treated with oral antibiotics and the scs system remains implanted and in use. No product return is expected. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.